Event description:
User received a questionable result for bicarbonate (co2) on the integra 800 analyzer for one patient sample. Initial co2 result gave 37 mmol/l. This co2 result failed delta check by the customer's laboratory information system. The patient sample was repeated four times giving co2 results of 22 mmol/l each time. No erroneous results were reported. Customer did not know if the patient was affected by this issue. Co2 reagent lot number, 62350501. Customer ran precision study which was within specification. Customer declined field service dispatch and reports the issue has been resolved and has not re-occurred.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.